Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken and has signs of wear and tear from use. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints with the lot combination. According to clinical/medical investigation, this complaint reports that a broach handle broke while broaching the femur. A delay less than or equal to 30 minutes was reported. The procedure was finished using a smith and nephew backup device. No harm or impact to the patient was reported. It is unknown if all the pieces were recovered. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time.

Event description:
It was reported that during thr procedure while the device was inside the patient the broach handle broke in the moment of broaching the femur. A delay less than or equal to 30 minutes was reported. The procedure was finished using a smith and nephew backup device.